Manufacturer narrative:
On march 24, 2022, the mentor analysis lab received the medical device for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear measuring 3.0 cm within a crease/fold on the posterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. An evaluation was conducted on the photo provided. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor smooth round moderate profile saline prosthesis. Post-operatively, the patient experienced a deflation event to the left breast prosthesis. As a result, the patient underwent removal at an undisclosed time. If more information becomes available, a report will be submitted accordingly.

Manufacturer narrative:
On february 18, 2022, mentor received additional information which included a patient identifier, an updated problem observed date, a date of explantation of (B)(6) 2021, and product replacement information. The replacement device used was a 275cc mentor smooth round moderate profile saline breast implant. On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).